Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2025 that log file review revealed data associated with no external power events. A cause of this event was unable to be determined via the event log file review as data leading up to the event was purged and replaced with newer data. The periodic log file was set to capture data every hour and revealed that on (B)(6) 2025 at 07:05:02 the system controller was connected to mobile power unit (mpu) power and no alarms were noted. At 08:05:01 data indicated the emergency backup battery (ebb) was used to run the system controller. At 09:05:01 the system controller was still running on ebb power. At 10:05:01 a no external power event was recorded, and data indicated the ebb was used to run the system controller. The periodic log file then captured the date/time stamp reset event and at that time the system controller was connected to battery power. The patient reported that they were connected to the mpu during the full duration of the event, and that they were not aware that a loss of power event had occurred. The patient denied that any environmental events occurred which could of cut power to the mpu. The patient claimed that the mpu's power cord was not unplugged at the time of the event and was secure at both the wall outlet and the unit was equipped with a v-lock connector. The patient stated the wrench alarm on the mpu was never active. Although the periodic log file can only capture single snapshots of data at the preset interval, the series of events seemed to indicate loss of external power events occurred during this period. The periodic log files show the patient was connected to the mpu after these events without issue & the mpu voltages looked normal.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log files. The reported event of the mpu not alarming was not confirmed. A review of the submitted controller periodic log file spanned approximately 13 days at 1-hour intervals (B)(6)2025 and (B)(6)2000 per time stamp). On (B)(6)2025 at 10:05:01, the no external power alarm activated while connected to the mobile power unit (mpu) due to both white and black lead voltages diminishing to 0v. This was consistent with a loss of ac power. The periodic log file only shows events at 1-hour intervals, so the onset and resolution of the alarm was not observed. The emergency backup battery was able to provide power to the system controller during this event until power was lost completely. There were no other notable alarms active in the log file. The mpu, serial (B)(6), was not returned for analysis and remains in use. The patient stated the wrench alarm on the mpu was never active. Additional information provided stated that the cause for the alarm was not identified. There was no loss of power to the house, the ac power cord did not come loose from the back of the unit or wall, the unit had a v-lock connector, and no equipment was exchanged. A root cause of the reported events could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event